Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100 unit error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8100 unit when try to flash unit to current version (B)(4) keep get channel error on unit, check what version of asm they are use (B)(4) try to flash the unit to (B)(4), check to make sure her firmware files are loaded they are to vesion (B)(4) try to run thr flash again once 8015 says on the screen connect she connect the pump 8015 screen says updating after few minutes the 8100 lights goes out and error comes up saying channel error. She has a bad logic board on unit needs to be replace on unit. Tech thank me for my assist.